Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemia 280mg/dl and was treated with correction by pump on 27 mar 2026, due to tape was not sticking in use for 2 days.